Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.   (B)(4). Effective immediately, we are required to electronically submit individual adverse event reports for these product codes. Exemption #e2006011.

Event description:
According to available information, medical personnel stated infection.